Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 286 mg/dl and 123 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.